Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl, 30 mg/dl, 51 mg/dl and 31 mg/dl around 4:00 pm and wanted to change evening settings. Customer treated low blood glucose with grape juice. Customer was advised to contact healthcare professional regarding settings change.